Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was released as instructed, but there was still bleeding at the puncture site. Manual compression was used. There was no reported patient injury. The device was used in a lower limb artery surgery. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) was released as instructed, but there was still bleeding at the puncture site. Manual compression was used. There was no reported patient injury. The device was used in a lower limb artery surgery. Additional information was requested but not provided. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The functional test could not be performed since the device was received fully deployed; however, the deployment lever was received partially depressed, and an attempt to fully depress the lever was successfully performed. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received with the plug fully deployed and not returned for analysis and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the issue experienced by the user since the deployment lever was found to be partially depressed with no other anomalies noted. Although the device was received with the plug deployed off the catheter, partial depression of the deployment lever most likely resulted in the inability to achieve hemostasis experienced by the user, especially since there were no issues noted when depressing the button, the rest of the way during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.